Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was failing the volume test. It was also reported that it was missing a battery bumper from a pin at the bottom of the compartment. Per reporter the issue was found during testing, no patient involvement.

Manufacturer narrative:
One device was received used. Not in the original packaging. Decontaminated. Missing battery bumper in "pogo" pins. Issue one (1) no, the customer's reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. Issue two (2) yes, the customer's reported problem was duplicated. The device was found to be missing a battery bumper on the last "pogo" pin. The most probable cause was user error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced new battery bumper, air detector, optical sensor, keypad, overlay, rear label, and performed standard preventative maintenance (pm). Device passed all functional and delivery tests.